Event description:
Reportable based on analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The physician was attempting to access the left anterior descending (lad) with the 2.50x24mm taxus express2 drug eluting stent when the catheter shaft kinked. The physician used another of the same size stent to successfully complete the case. No pt complications were reported and the pt condition is listed as okay. However, device analysis revealed stent damage.

Manufacturer narrative:
Device analysis: a visual and microscopic examination found severe damage to the distal edge of the stent. Three struts on the first distal row were flared outwards. There were kinks along the entire length of the hypotube. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.